Manufacturer narrative:
The reported event of backup mode was confirmed. The device was received in backup mode and the output was lower than expected due to low battery level. Device image analysis showed that backup occurred due to transient low voltage fluctuations, consistent with code corruption. The original battery had depleted and was approaching end of life (eol) level. Analysis performed after installing new battery and reloading the product code did not find any anomalies. Performed restricted write to simulate the code corruption and high current condition was reproduced. A longevity assessment was performed, and the battery was found to have depleted normally. Despite extensive testing the cause of code corruption could not be determined. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the device had gone into backup mode. It was likely that the cause was due to a low battery as a result of normal battery depletion. The device was replaced during a routine device change procedure. The patient was stable with no consequences.